Manufacturer narrative:
No device or photos were received; therefore the condition of the components is unknown. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same patient (reference 2648920-2017-00025).

Event description:
It was reported that the patient is experiencing pain, swelling, fluid around the implant and elevated metal ion levels. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photos were received; therefore the condition of the device is unknown. Device history record review identified no deviations or anomalies in the manufacturing process specific to this event. The reported device is used for treatment. The device was used in an approved and compatible combination. Review of complaint history identified no previous complaints for the part and lot combinations. The additional information provided did not alter the conclusion of previous completed investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing pain, swelling, fluid around the implant and elevated ion levels.